Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that some keys intermittently did not work, but after a reboot the keyboard works. A field service engineer moved universal serial bus (usb) cable to another port. Verified operable in hardware test application, completed test. Rebooted, launched to application, confirmed operable in application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the keyboard had lost connection. The user reported that key inputs were unresponsive and only functioned after a reboot and also stated that the issue was impacting workflow. However, there were no delay to patient care and adverse events or injuries reported based on this incident.